Event description:
In 2005, the pt heard a loud sound produced by the implant and a painful sensation. Testing was performed and the external equipment exchanged but no reason was found for the incident. The data was sent to innsbruck to be studied. After a detailed observation of the data, it was seen that the data was consistent with an electronic failure in its first stage. Since then the pt has not reported any improvement with her device.